Manufacturer narrative:
The customer found that the tubing through pinch valve pv37 was disconnected at fitting ff107. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running shutdown. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.